Event description:
It was reported that the patient presented to the office due to an alert from the device. It was discovered that the right ventricular (rv) lead impedance trends were out of range. The rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.